Event description:
Ever since I've had the essure there has been outrageous cycles, abdominal pain, all the signs for pregnancy with outrageous bleeding. I've had it since 2008 and it has been a complete headache, but the doctor says it's nothing. Would not recommend anyone for this torture.